Manufacturer narrative:
The investigation of automated impella controller (aic) - a/c power issues has been completed. The console logs from the reported day of event are consistent with complaint and show several recurring instances of ac power disconnected alarm (109), being set and cleared. Console was inspected and a defect of ac power cord was discovered: strain relief in the plug was not engaged, and wires were loose and frayed. The cause of the issue was a defective cable. H6 component code 925 was erroneously entered on the initial manufacturer device report number 1220648-2025-28016. New code entered

Event description:
The automated impella controller intermittently displayed ¿ac power disconnected¿ although it was plugged into the wall. Multiple outlets were tried. The device was removed due to failure mode. There was no patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.